Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2019 the gas system is successfully calibrated at 08:03:30. At 11:57:54 the gas system reports "blending gas pressure low = 0 psi" (air) as reported. The gas system is power cycled at 13:18:45 and air pressure is reported low and three seconds later air pressure is in range at 54.9 psi. There is no way to tell from the log if the pressure transducer has an intermittent problem (unlikely) or the air supply was actually low (likely). During laboratory analysis, the product surveillance technician (pst) observed no "low air supply pressure" messages. Performed functional testing using a lab-use only electronic patient gas system (epgs) and observed customer oxygen sensor cartridge to function as intended during evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the o2 sensor. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a 'low air supply pressure' error. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the epgs calibrated without issue prior to the initiation of cpb, with the correct connections and sequences. Of note the team calibrated the system after the case concluded and it again passed its calibration without issue. Approximately 20 minutes before coming off bypass the team received a low air supply pressure in the messaging area of the system. The perfusionist stated that there were no issues with the source gas and that all lines from the wall source to the epgs were without obstructions. She stated that the team recalls the system going automatically to 100% oxygen (o2), and for the remainder of the procedure the fraction of inspired oxygen (fio2) ratio was not changed from the 100% o2 level. There was not an issue with the gas flow of the system. The perfusionist noted that there was no change with either the partial pressure of oxygen (po2) or the partial pressure of carbon dioxide (pco2) and the values stayed within expected institutional norms. Since there was not a harm related to this message, and there were approximately 20 minutes left in the procedure, the team felt comfortable with the use of the system. There was no delay in the continuation of the surgical procedure. There was no reported harm or blood loss due to the event.